Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was still implanted. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Stomatitis is a known complication of a peg tube placement.

Event description:
On (B)(6) 2016 the patient had a percutaneous endoscopic gastrostomy (peg) tube placed. On (B)(6) 2016, there was yellowish, brownish drainage at the stoma site which was cleaned with gauze. On (B)(6) 2016, patient was prescribed unknown antibiotic and unknown cream for 5 days.